Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports turning their device down to 1:1 on (B)(6) 2017 because they were experiencing a strange feeling in their right foot. Patient further says it was like a desire to cramp or a sense of pressure. Decreasing the device stopped the strange sensations and they haven't returned. Patient was thinking they should put it up to 1:2 because they had two accidents. Additional information was received from the patient. Patient reports uncomfortable stimulation. For the first few days after implant, their implantable neurostimulator (ins) didn't seem to be working as much as they thought it would so it was turned it up to 1.4v. After several days, the patient reported the strange feeling again. Patient further said it was irritating. Stimulation was turned down to 1.3v and then 1.2v which then caused the strange feelings to disappear. Now, the patient isn't feeling anything at all/no stimulation sensation and also noticed they had more accidents than they could remember day after day. Therapy is on and reports being on program 1 at 1.2v. Urinary/bowel symptoms have returned. Theory, use of programs, expectations regarding stimulation sensation, and how it can be impacted by post implant healing was reviewed. It was recommended that the patient keep amplitude at 1.2v until meeting with their doctor. Patient will follow up with their healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they called their physician and it was suggested that they change their device to program 2 set to 0.8v. This reportedly created some slight problems with their right food so they changed it to 0.7v. This relieved the strange sensation and the swelling. Patient reported there had been good days with regular or even no bowel movements but also several days with accidents. The day of the report, the patient had three accidents with very loose movements even though that morning they have a normal bowel movement. The day prior to the report was similar. Patient reported they continue to consume fiber each day. No further complications reported/anticipated.